Event description:
It has been reported that a revision surgery was performed, due to infection. The pt blew out her pcl approx 2 years after implantation. The surgeon revised only the femur and the insert.

Manufacturer narrative:
Na